Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading blood as control solution. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be contacted for follow-up questions. The patient reported that the product issue began at an unspecified time on (B)(6) 2015, when she obtained a blood reading as control solution result of ¿150 mg/dl¿. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that in response to the alleged issue, on (B)(6) 2015, she increased her medication from 2 to 3 tablets per day of an unspecified medication. She reported that she had ¿lots of hypoglycemia¿ and ¿lots of results under 61 mg/dl¿. No other treatment or medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the csr confirmed that the patient¿s test strips were stored correctly and she was using the correct testing steps. The csr walked the patient through a retest but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.